Event description:
The grasper would not release the patient's tissue. The registered nurse first assist (rnfa) informed the surgeon she had attempted to release the grasper, but it would not release. The surgeon also attempted to release the grasper without success. The surgeon had to pull the grasper out of the patient with the patient's tissue attached between the grasper's jaws. The surgeon noted a tear in the patient's stomach following removal of the grasper. The surgeon repaired the tear in the patient's stomach. The device was removed from service.